Event description:
Caller tested 1.4 inr, 1.6 inr, and 1.9 inr on the coaguchek xs system. No actions based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.